Event description:
Ez-io 45mm 15 ga intraosseous needle set placed in patient was unable to be removed afterwards. The catheter of the ez-io 45mm 15 ga intraosseous needle set was retained inside the patient.